Manufacturer narrative:
The gas module was disassembled by the customer, therefore, performance test could not be performed. However, the components' electrical measurements revealed that the flow transducer ps1 on the printed circuit board 1741 inside the gas module was broken. This failure results in the air supply from the module not being regulated. The air module is either closed or open during the inspiration phase and will lead to activation of alarms from the ventilator. Investigations of gas modules with similar component failure determined that the cause of the breakage of the flow transducer is exposure of chlorine and water in the compressed air supplied to the ventilator. Compressors using rotors sealed with a continuous flow of water, if supplied with chlorinated water, may introduce chlorine into the supplied compressed air and follow the air into the ventilator. Measures should be taken to filter out contaminates e.g. Chlorine and water. A safety alert letter was dispatched to all u.s. Users advising them of this potential problem of corrosion due to introduction of chlorine and water into the system. New users' and installation manuals were updated with the relevant info. The facility uses a water sealed compressor system without a chlorine filter, but it did receive the safety alert letter on this subject.